Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter facility name:(B)(6). G.2. Report source: distributor. Investigation summary: bd did not receive any samples or photos for investigation. Therefore, five retained samples were functionally tested and the reported issue was not reproduced. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the stopper pops off of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the stopper pops off of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.